Manufacturer narrative:
Additional information provided in d.10., h.6. And h.11. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was provided in sections: b.1, b.2, b.5, h.6, and h.11. Corrected information: upon further review, it was determined that the previously submitted report on retinal detachment is unrelated to the current report mfg report num 1644019-2024-01848. The retinal detachment was confirmed to be a preexisting condition and was mentioned and submitted under mfg report num 1644019-2024-01796 (follow-up). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a vitrectomy surgery three separate ophthalmic vitrectomy probes had randomly lost cutting whilst retaining aspiration. A patient had experienced retinal hole and advised to be face down for a week. The procedure was completed on the same day. The current condition of the patient is not known. This represents two of the three ophthalmic vitrectomy probes involved in the events.

Event description:
A customer reported that three separate vitrectors had open as they had continuously and randomly lost cutting whilst retaining aspiration during vitrectomy surgery. Due to the lose of product function resulted in retinal hole which leads the patient to be face down for a week. The surgery was completed on the same day. Additional information received from customer that patient had a retinal detachment that was treated in the past. The retinal had detached and a second surgical treatment was required as the majority of treatment was done in the first time surgery, there was not as much surgery time or techniques required when treating for a second time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.